Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib and pacer functions. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customers report was verified and attributed to a pad lifting from the processor/bridge/pace board fabrication at transistor location. The processor/bridge/pace board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.